Event description:
I had a boston scientific vici self expanding venous wall stent placed in my iliac vein in (B)(6) 2019, I was not feeling well, a while after. Many doctor visits and a new vascular doctor. After CT images and ultrasounds were performed, my dr. (B)(6) discovered that my stent had migrated and occluded. I had to have another urgent surgery in (B)(6) of 2020 to address these potential life threatening complications with my boston scientific vici stent. Stent is still in my iliac vein. FDA safety report ID# (B)(4).